Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose episode after missing lunch, noted progressive decline on cgm with an alert below 75 mg/dl, treated with approximately 5¿6 glucose tablets and a 15-minute wait, but the glucose dropped further to a meter ¿low¿ reading and a cgm nadir of 45 mg/dl, with the low persisting about one hour; oral glucose was used and the user later believed they might have overcorrected. Symptoms included hypoglycemia. Outcomes included that unexpected medication intervention in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.